Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 595 mg/dl at the time of incident. Customer also stated that the insulin pump had pump error software error detected. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer was advised to perform a self test and self test passed. Customer was using auto mode feature on insulin pump. The reservoir and insulin pump will not be returned for analysis.